Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The catheter slid inside the sheath. Immediately after the start of pvi, the vizigo sheath slides and the ablation catheter entered inside the sheath. Suspecting the failure of vizigo, advised the doctor exchange it but the doctor continued to use this product on his/her own will. The procedure was completed without any particular problem, but there was a complaint from the doctor after the procedure. The procedure was completed without patient's consequence. Introducer slipping within sheath is MDR-reportable.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Per internal review on (B)(6) 2021, it was determined that the previously reported a15204 (failure to advance) medical device problem code is not applicable to this case. That code was used to represent "introducer stuck within sheath"; however, as indicated by the previous initial report, the ablation catheter slid within the sheath. Bwi received information indicating that the sheath was obviously slippery compared to the usual case, so the doctor used the sheath while always holding down (pressing down) the ablation catheter. No physical damage and no functionality issues were specifically identified with the sheath. The issue was interaction/resistance with ablation catheter. The issue was not interaction/resistance with vasculature. It was not reported air being observed on hub or entering the patient. The issue was a catheter issue. The "device-device incompatibility" (a1702) medical device problem code has been applied. Resistance with sheath is not MDR-reportable. Per bwi's internal review, this event is not considered MDR-reportable. No further supplemental reports will be sent based on the available event information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).